Manufacturer narrative:
H4: the lot was manufactured from october 08, 2019-october 10, 2019. H10: two (2) actual samples were received for evaluation. A visual inspection along with magnification was performed which did not identify any abnormalities that could have contributed to the reported condition; no particulate matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter was observed in 2 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.